Manufacturer narrative:
A ge svc rep performed an onsite investigation. The interconnection cable plug was refitted. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported the sys would not boot up. No pt injury was reported.